Event description:
A 71-year-old male pd patient who was hospitalized on (B)(6) 2021 for a pd catheter (not a fresenius product) revision due to a malposition of the patient's catheter. The porn reported the patient experienced drain complications during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The porn denied any occurrence of the patient experiencing a hernia, infection or any serious injury that could potentially cause or contribute to this event. The porn stated the patient underwent hemodialysis (hd) therapy through a central vascular catheter on a hospital provided hd machine (brand and model unknown) during this admission. The porn reported the patient underwent hd therapy to allow the pd catheter insertion site to heal following the procedure. The porn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The porn confirmed the malposition of the patient 's pd catheter, the associated revision procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The porn stated the patient recovered from this event and continued ccpd therapy on the same liberty select cycler at home. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).